Event description:
On (B)(6) 2012, the surgeon performed a bilateral ifuse si joint arthrodesis on the patient placing three implants on each side. The patient complained of foot pain and a burning sensation following the surgery. The surgeon is of the opinion that there may have been nerve damage or injury during the surgery. There were no signs of obvious malpositioning of the implants or nerve impingement. The patient's back, buttock and foot pain has improved markedly and he is currently stable and functioning well.

Manufacturer narrative:
This event was reclassified as reportable after a complaint records review on (B)(6) 2014 and was not reported previously. Based on the information provided, review of surgeon technique guide, IFU and fmea, the most probable root cause is nerve damage or injury during surgery. Part numbers, lot numbers, manufacturing dates and expiration dates for ifuse implants added on (B)(4) 2012: ifuse implant, p/n 7040-90, lot# 7628002578003, manufactured 05/31/11, expires 2014-07. Ifuse implant, p/n 7045-90, lot# 7628002578004, manufactured 06/22/11, expires 2014-07 (x2). Ifuse implant, p/n 7045-90, lot# 7663002664004, manufactured 06/06/11, expires 2014-07. Ifuse implant, p/n 7055-90, lot# 7628002578006, expires 2014-06. Ifuse implant, p/n 7055-90, lot# 7753002994002, manufactured 10/13/11, expires 2014-11.